Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The event occurred in canada. According to the information received, the gyn nurse let mdrd know the l-hook was sparking and seemed there was missing insulation at the tip. It passed continuity testing in mdrd before being put into the set. No death or (unanticipated) serious deterioration in state of health reported.